Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a right unicompartmental knee arthroplasty had been performed on (B)(6) 2021, the patient began experiencing some discomfort. Postoperative x-rays performed during follow up showed the tibia collapsed anteriorly into valgus with "blow-out" of medial tibial. The surgeon stated that the femoral component was placed more medially than desired due to pre-existing tibia vara deformity, leading to edge loading on the tibia. A revision surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, the surgeon decided to remove all the elements from the prosthesis construct and replace them with a full tka system. The patient's outcome is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the use of the components in a knee with a pre-op varus deformity is contraindicated. Additionally, the instructions for use addresses risks factors which may cause excessive loading and challenges within certain clinical contexts. Therefore, the surgeon¿s conclusion of contraindicated/patient selection, surgical technique issues with mal-positioning of femur (edge loading), and the abnormally high level of activity/post-op loading were most likely the contributing factors to the reported tibial collapse/fracture with malrotation of the tibial component. Of note, education/training actions are anticipated in order to mitigate similar events in the future. The patient impact beyond the reported discomfort, tibial collapse and subsequent revision/conversion to total knee arthroplasty cannot be determined. No further clinical/medical assessment can be rendered at this time. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number and for the batch number based on historical data did not reveal similar events for the listed device. A review of the instructions for use documents for engage partial knee system revealed in contraindications that unicompartmental replacement is contraindicated in patients who have a permanent valgus or varus deformity that requires correction for the knee to function satisfactorily post-op. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include contraindicated/patient selection, surgical technique issues with mal-positioning of femur (edge loading), and the abnormally high level of activity/post-op loading. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation but the provided imaging shows a pre-op tibial deformity, post-partial knee femoral component overhang, and a medial valgus collapse. The clinical/medical investigation concluded that, based on the information provided, the use of the components in a knee with a pre-op varus deformity is contraindicated. Additionally, the IFU addresses risks factors which may cause excessive loading and challenges within certain clinical contexts. Therefore, the surgeon¿s conclusion of contraindicated/patient selection, surgical technique issues with mal-positioning of femur (edge loading), and the abnormally high level of activity/post-op loading were most likely the contributing factors to the reported tibial collapse/fracture with malrotation of the tibial component. Of note, education/training actions are anticipated in order to mitigate similar events in the future. The patient impact beyond the reported discomfort, tibial collapse and subsequent revision/conversion to tka cannot be determined. No further clinical/medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for engage partial knee system revealed that uncontrolled varus/valgus has been identified as a postoperative adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are prior actions related to this product and event: corrective and preventive actions are being performed to reduce the risk of a revision surgery from happening. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contraindicated/patient selection, surgical technique issues with mal-positioning of femur (edge loading) and abnormally high level of activity/post-op. The contribution of the device to the reported event could be corroborated since a conversion to tka was required. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.